Event description:
The customer reported the following via medwatch (B)(4), "iabp alarmed: blood detected. There was no obvious blood in tubing noted. Pump off and cicu fellow came in to immediately pull pump. Patient on IV heparin. Currently having chest pain on and off all morning with nitro gtt. The doctor was notified. Iabp catheter removed at approximately 18 minutes. Manual pressure applied x 1 hour and 20 minutes. Site good, no hematoma. The plan was to leave pump in for an additional day due to chest pain. Iabp catheter kept and upon visual inspection did note a small spot that looked irregular near the tip of the balloon. Datascope called and notified via dispatch. May take patient back to cath lab to replace iabp if chest pain returns. This was a minor injury with only monitoring required. Clinical engineering (ce) picked up iabp catheter from manager's office. Will return to manufacturer for analysis."

Manufacturer narrative:
The customer's medwatch indicated that the biomed was asked to evaluate the iabp as a precaution. He determined that it needed a replacement part which may have caused the blood detected alarm. The medwatch did not indicate what part was replaced. The company compliance manager attempted to contact the customer four times via telephone and two times via email to obtain additional information related to the event. To date, they have not advised regarding the serial number or model of the iab or iabp, the location of the iab (which was not returned), or the details of the part replaced on the iabp. A supplemental medwatch will be submitted if additional information becomes available.